Event description:
It was reported the customer was currently hospitalized. The customer did not call back to provide any information. Customer stated they may be in the hospital for the next 30 days. The customer's cause of hospitalization was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.